Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope imaging unit was noisy due to damage and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the reportable event. One of the probable causes is irregular load, since damage was observed on the bending section. Another probable cause is external stress of bumping, or handling of the device, leading to the irregular load to the internal circuit board to be broken since scratches were observed on the endoscope connector case. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: the subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-vh operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.